Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive for architect total b-hcg for one patient. The patient was retested two days later and was negative. The following data was provided: initial result = 61.05 miu/ml result two days later = <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, architect i2000sr, serial number (B)(6)and determined the arc, probe (08c94-47) and diverter, load and unload (7-205671-01) to be the likely cause of the discrepant result. The parts were cleaned, and the issue was resolved. No additional discrepant result issues have been reported since the parts were cleaned. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the arc, probe (08c94-47) and the diverter, load and unload (7-205671-01) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr, serial number (B)(6), or the arc, probe (08c94-47) and diverter, load and unload (7-205671-01) was identified.

Event description:
The customer observed a false positive for architect total b-hcg for one patient. The patient was retested two days later and was negative. The following data was provided: initial result = 61.05 miu/ml result two days later = <1.2 miu/ml no impact to patient management was reported.